Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0700610 port & catheter allegedly experienced a break. This information was received from a single source. The malfunctions involved a patient with no known impact to the patient. The patient was a 2 year-old female; weight not provided.

Manufacturer narrative:
H10: one device was returned for evaluation and the investigation identified a break. One device has not been returned for evaluation and is inconclusive for a break as no objective evidence has been provided to confirm any alleged deficiency with the device. For one of the reported malfunctions, a lot number was provided and a lot history review was performed. A definitive root cause could not be determined. The devices are labeled for single use. H10: g4 h11: d2, h6 (results/conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For one of the two reported malfunctions, the device has been returned to bd for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0700610 port & catheter allegedly experienced a break. This information was received from a single source. The malfunctions involved a patient with no known impact to the patient. The patient was a (B)(6) year-old female; weight not provided.